Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("abnormal abdominal cramping") and genital haemorrhage ("abnormal bleeding (general)") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's past medical history included multigravida, parity 4, polyp endometrial and polypectomy. Concurrent conditions included morbid obesity. Concomitant products included fluoxetine hydrochloride (prozac), losartan and omeprazole (prilosec). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction."). On (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain ("severe upper and lower abdominal pain"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain / loss specify which one: weight gain"), constipation ("constipation"), abdominal distension ("bloating") and infection ("infection"). The patient was treated with surgery (hysterectomy with bilateral salphingectomy.) And surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, genital haemorrhage, vaginal discharge, dysmenorrhoea, weight increased and hypersensitivity outcome was unknown, the abdominal pain, abdominal distension and infection had resolved and the constipation was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, constipation, dysmenorrhoea, genital haemorrhage, hypersensitivity, infection, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention for her- symptoms. Current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Most recent follow-up information incorporated above includes: on 25-may-2018: pfs+mr received: new events: dysmenorrhoea, genital haemorrhage, weight increased, abdominal distension, device monitoring procedure not performed, constipation were added and previously reported event infection, abdominal pain outcome, product start date updated. Reporter, patient demographic information, other relevant history added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("abnormal abdominal cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain ("severe upper and lower abdominal pain"), vaginal discharge ("vaginal discharge") and infection ("infection"). The patient was treated with surgery (underwent a hysterectomy to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, abdominal pain, vaginal discharge and infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, infection and vaginal discharge to be related to essure. The reporter commented: plaintiff sought medical attention for her- symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("abnormal abdominal cramping"), genital haemorrhage ("abnormal bleeding (general)") and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's past medical history included multigravida, parity 4, polyp endometrial and polypectomy. Concurrent conditions included obesity. Concomitant products included fluoxetine hydrochloride (prozac), losartan and omeprazole (prilosec). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction/allergic or hypersensitivity reaction."). On (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and weight increased ("weight gain / loss specify which one: weight gain/weight gain / loss specify which one: weight gain"). In 2016, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and pelvic pain ("pain"). In 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("severe upper and lower abdominal pain"), constipation ("constipation"), abdominal distension ("bloating") and infection ("infection"). The patient was treated with metronidazole (flagyl), surgery (hysterectomy partial with bilateral salphingectomy.), surgery (ablation) essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, vaginal discharge, weight increased, hypersensitivity, vaginal infection and pelvic pain outcome was unknown, the abdominal pain, abdominal distension and infection had resolved and the constipation was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, constipation, dysmenorrhoea, genital haemorrhage, hypersensitivity, infection, pelvic pain, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention for her- symptoms. Current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Most recent follow-up information incorporated above includes: on 26-jul-2018: pfs received. Vaginal pain and pelvic pain were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.